Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging her one touch ultramini meter read inaccurately high compared to her feelings and or normal results. The complaint was classified based on the customer service representatives (csr) documentation. The patient reported that the alleged inaccuracy started ¿around (B)(6) 2014¿. At an unspecified date/time, the patient stated she obtained blood glucose readings of ¿200-300 mg/dl¿ with the subject meter. The patient manages her diabetes with insulin (unknown type and dosage). It is not known if the patient made any changes to her usual diabetes management regimen in response to alleged inaccurate result(s) obtained with the subject meter. The patient stated, at an unspecified time after the alleged issue occurred, she developed symptoms of ¿shakiness and sharp pain in neck and shoulders. The patient treated herself with more food/drink. During troubleshooting, the cca confirmed that the subject meter was set to the correct unit of measure setting. The patient did not have any control solution at the time to test the subject meter and test strips. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury after the alleged meter issue began.